Event description:
During an in clinic follow-up, the device as found to have an abnormal longevity estimation. Technical support was contacted found that the diagnostic data was cleared, however, the high output mode events remained in the memory. This resulted in incorrect measurements based on the data point on the device. As the device records new data, this will be correct. No intervention has been performed and the patient was stable and will continue to be monitored.